Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient's demographics was not provided.

Event description:
It was reported that there was an instance of unintended rate/dose change.